Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure ¿ e.g. Shield breaks off from needle. The following information was provided by the initial reporter. The customer stated: it is reported safety shield broke off. Broken devices - they just snapped off. Customer verified that they were trying to activate the normal way (with the thumb) and they weren¿t aggressive.

Manufacturer narrative:
H6: investigation summary. Bd had not received samples, but one photo was provided for investigation. The photo was reviewed and the indicated failure mode for defective locking mechanism was not observed. The photo only shows 2 empty blister packages without any samples in them, thereby not confirming the reported defect. Additionally, 20 retention samples from bd inventory from each lot were evaluated by visual functional testing for proper activation and the issue of defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode defective locking mechanism, bd has initiated further root cause investigation relating to the issue of defective locking mechanism through corrective and preventive actions. CAPA 1465371 has been initiated. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1091965, medical device expiration date: 2024-03-31, device manufacture date: 2021-04-01, medical device lot #: 1132894, medical device expiration date: 2024-04-30, device manufacture date: 2021-05-12. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the device experienced safety shield failure ¿ e.g. Shield breaks off from needle. The following information was provided by the initial reporter. The customer stated: it is reported safety shield broke off. Broken devices - they just snapped off. Customer verified that they were trying to activate the normal way (with the thumb) and they weren't aggressive.